Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that a revision has not yet been scheduled. It was unknown if the leads will be returned for analysis. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient wasn't getting as much coverage on the right side as they once were. The patient noticed the change over the past couple of weeks. An x-ray was taken on (B)(6) 2019 and it was determined that the lead that had been more midline/right had moved to the left. Reprogramming was performed, and the patient was referred to a surgery for a possible lead revision with a paddle lead. No further complications are anticipated.